Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tacrolimus results is non-specific binding due to heterophilic antibodies. The IFU for the dimension tacrolimus flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. Antibodies to beta-galactosidase can be encountered in samples as a consequence of bacterial infection and may produce falsely elevated results that may not be consistent with clinical evaluation. This assay has been designed to minimize interference from antibodies to beta-galactosidase. In very rare instances, immunoassays may produce falsely elevated or decreased results due to other patient specific interferents. Complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple falsely elevated tacrolimus results were obtained on a patient's successive samples. The result was reported to the physician who questioned the result after the physician removed the patient from the drug. The samples were repeated on an alternate analyzer system and a lower results obtained consistent with removal from the drug. It is not known if the drug regimen was changed solely on the basis of the tacrolimus. There was no report of adverse health consequences as a result of the falsely elevated tacrolimus results.